Manufacturer narrative:
(B)(4). (Won't close). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2009 (patient's age was reported as in their 80's). According to the complainant, during the procedure, the clip opened but would not close onto the tissue. The physician removed the device along with the clip and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.